Manufacturer narrative:
Zimvie complaint number (B)(4). It was reported that the internal hex was broken and implant at tooth site 36 had to be removed with a trephine drill. Bone density was type ii bone density. Patient history was unknown. The site was grafted. Zimvie received one (1) tsv4h10, (imp, tsv, 4.1mm, dual sel, ha) for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on its external threads. The implant was fractured at the collar. DHR review was completed for the subject lot number 1243776. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1243776 for similar events and no other complaint was identified. Review completed utilizing keywords: dental; functional; fracture; implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that the internal hex was broken and implant at tooth site 36 had to be removed with a trephine drill.